Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal tissue processing from an overnight protocol commenced on (B)(6) 2011 and completed on (B)(6) 2011, which was run using peloris tissue processor serial number (B)(4).